Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a cancerous stricture of the pylorus was being dilated with a cre balloon dilatation catheter during an esophagogastroduodenoscopy (egd) on (B)(6), 2011. According to the complaint, post dilatation, the balloon was completely deflated and attempted to be withdrawn into the working channel of the endoscope. However, the exit marker on the catheter, proximal to the balloon, shrunk (bunched up) and the device was unable to be withdrawn into the endoscope. The balloon and scope were removed together as a unit. Upon inspection of the device outside the patient, the exit marker was found to be loose, which exposed "black twined string," which expanded making the catheter stuck in the scope. It was confirmed that no fragments detached inside the patient and the catheter did not break, though was cut once outside the patient to remove the device from the scope. There were no inflation issues with the balloon however the physician decided a second dilatation was required and therefore used a second cre balloon to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.